Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient went to (B) (6) and was on the ride called "the movie ride". As soon as the ride started, he felt a "weird" sensation and then he realized that the neurostimulator "went crazy." He continued to have increase nerve stimulation and pain radiating down his leg/foot after the ride was over. When he turned down the stimulation, he felt the neurostimulator increasing in momentum. After turning the device off, he felt a reduced pain down his leg and foot. The stimulation has been reduced but he could still feel it. The lead impedance measurements were normal. The patient was at the clinic and a lead revision has been scheduled. Further information is being requested from the hcp.